Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient did not charge or used the ipg for several months. In turn the ipg became inoperable. As a result patient underwent surgical intervention where in the ipg was explanted and replaced.

Manufacturer narrative:
Correction : the reporter name and address was left out in the initial report.